Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. An intuitive surgical, inc. (Isi) product has been received for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that a staff member encountered a left-hand control error during system setup for a procedure. The technical support engineer guided the staff through a hard power cycle, checked the blue fiber cable connections, and ensured there were no obstructions at the surgeon console. Despite these efforts, the issue persisted, and the system remained in a down status, unable to be used until the problem was resolved. The procedure was aborted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11 device evaluation: the master tool manipulator (mtm) unit was received for failure analysis. Errors were found indicating a failure on the grip axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and driven with an in-house instrument. No issues were observed and the unit passed system test. After installing on surgeon side console (ssc) fixture test platform (sftp) and running the fitness test, the unit failed gravity balance test post sine cycle. After running calibrations, the mentioned tests passed. Sine cycle was performed for one hour and passed. Additional findings of failure for slow gravity balance test post sine cycle for wrist pitch (axis 5) and wrist yaw (axis 6) were observed.